Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. Additional reporter: (B)(6).

Event description:
An email was received regarding a 12 in (30 cm) appx 1.6 ml, ext set w/3-gang nanoclave¿ stopcock w/nanoclave¿, spin luer that leaked during patient use. The report states that the manifold was leaking at the distal port. The connections were checked and were not loose. No cracks were observed on either the manifold or the intravenous (IV) tubing set. The blood was backflowing into the manifold and the central venous catheter (cvc) line. There was patient involvement and no patient harm reported.

Manufacturer narrative:
One used device and photos were returned for investigation. The device was visually inspected. Dried up fluid residuals were observed at the connection of the nanoclave to the stopcock manifold at the proximal port. Examination of the connection showed an incomplete insertion. There was no leakage when fluid was infused. The dried-up fluid residuals had sealed the leak. The reported complaint of leakage can be confirmed. The probable root cause is due to an incomplete insertion during manual assembly in ensenada. A device history review could not be completed due to the unknown lot number.